Event description:
This report is being filed upon notification from our MFR in (B)(4), to submit this event that happened in (B)(6). Problem: the pt was having an x-ray procedure. The x-ray system during this vascular treatment suddenly could not produce x-ray. The pt was not injured.

Manufacturer narrative:
Method, results and conclusions eval- the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.